Event description:
The customer reported that the system was hard to steer. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep oiled and adjusted the steering. The system was tested and found to be working as intended and put back in service.